Event description:
It was reported that a patient underwent an x-stop procedure at level l3/4 on (B)(6) 2004. Subsequently, the device was removed and a decompression surgery was performed on (B)(6) 2006. No additional information was reported.

Manufacturer narrative:
Method: device not returned; followed up with company representative.